Manufacturer narrative:
Product complaint # (B)(4). Reporter is an attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Patient alleges experiencing severe pain, discomfort, and inflammation in her left thigh and groin. Patient also experienced pain and discomfort whenever moving to and from a sitting position and when standing. She cannot walk without a cane and has a limp. Patient has the sensation that her left leg is weak and that her hip will give out on her. Friction and wear between metal head and metal liner caused large amounts of cobalt-chromium metal ions and particles to be released into patient's blood, tissue, and bone surrounding the implant. Patient will likely undergo revision surgery to replace the pinnacle device. Doi: (B)(6) 2008 (left side); dor: n/I.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.